Event description:
It was reported that the user experienced ilet sensor issues over approximately one day, after which a fingerstick blood glucose of 319 mg/dl was noted; the user believed the elevated glucose resulted from not having a working sensor, and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included no reported injury or hospitalization, with the user planning to monitor and follow up if glucose did not trend down. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that no device malfunction was confirmed based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.